Event description:
It was reported that an asymptomatic patient presented during routine follow up. Multiple ventricular noise reversion and high ventricular rate episodes were recorded on the device. The patient was pacemaker dependent. Noise was observed on the atrial lead as well. Noise could be reproduced with manoeuvring. No intervention was performed.

Manufacturer narrative:
Correction: healthcare professional details were missed in the initial report. This report notes the correct information.